Event description:
The distributor reported that during a patient procedure the padlock clip partially deployed. The patient stated they were in "pain" and the procedure was aborted and rescheduled. No report of injury.

Manufacturer narrative:
The distributor stated that the padlock clip partially deployed, and the prongs were past the clip. The padlock clip subject of the reported event is not available for return or evaluation. Without the return of the device a root cause cannot be determined. User facility personnel reported that no issues were noted with the function or operation of the padlock clip during pre-testing of the device prior to use in the patient procedure. The instructions for use states, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure." The distributor reported that user facility personnel received in-service training on the proper use and operation of the padlock clip. The device history record (DHR) was reviewed for the subject lot and confirmed no abnormalities were noted. A complaint review determines this to be an isolated event for the subject lot. No additional issues have been reported.